Event description:
It was reported that syr 3ml 22ga 1-1/4in jpk/sil no assy ndl was missing the needle on 1300 occasions before use. The product label was missing on 40 occasions as well. The following information was provided by the initial reporter: syringe without needle, inside the blister. During the conditioning process of prevepost (similar), it was detected in line one piece of syringe without the needle, when reviewing the material, it was detected 994 pieces more of syringes without needle. The staff of conditioning of product diclovit-b-frt, when putting the syringe into the blister, detected that the package of the syringe does not contain needle, and some of them don't have label.

Manufacturer narrative:
H6. Investigation: photos received for investigation. Upon evaluation, one photo of blister packs are observed with no label content on the packaging. One photo shows missing component int he packaging (needle), only contains a 3ml syringe. Potential root cause for the needle missing is associated with the line adjustment execution. The multidisciplinary team has a vision system that helps detect the absence or excess of the components of the product, that is, the lack of needles or the presence of two or more needles within the same package generates a signal in the equipment which in automatic stops the equipment and sends a visual signal of the packaging with the defect. Potential root cause for label content missing is associated with the line clearance after equipment cleaning or adjustment is not performed properly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syr 3ml 22ga 1-1/4in jpk/sil no assy ndl was missing the needle on 1300 occasions before use. The product label was missing on 40 occasions as well. The following information was provided by the initial reporter: syringe without needle, inside the blister. During the conditioning process of prevepost (similar), it was detected in line one piece of syringe without the needle, when reviewing the material, it was detected 994 pieces more of syringes without needle. The staff of conditioning of product diclovit-b-frt, when putting the syringe into the blister, detected that the package of the syringe does not contain needle, and some of them don't have label.